Manufacturer narrative:
H6: health effect- clinical code 4581: nausea, fibrin. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.50/6.0/180 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was repositioned/rotated, per reporter the patient presented with elevated intraocular pressure, headache and nausea following repositioning. Fibrin plug over centraflow hole was observed, once released, intraocular pressure returned to normal and problem resolved.